Event description:
It was reported that the pt had erosion at the lead location on the stomach. This was first noticed last thursday. The lead was noted as "sticking out of the stomach". She had a laser treatment and was given antibiotics before they knew what it was. She had a felling of nausea, bloated stomach, and bowel difficulties. The pt had moved and was not close to her original doctor. She had contacted another physician but could not seen until (B)(6). She was at home in fair condition. Additional info was requested.

Manufacturer narrative:
(B)(4).